Manufacturer narrative:
Although the DHR could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu, the device performed as intended during the procedure, and in the physician's opinion the reported adverse event (sah) was not related to the subject device as the event did not occur at the treatment location. Antiplatelet medication was administered to address the adverse event and the patient is currently stable. The reported patient intracranial hemorrhage is a known and anticipated complication to these types of procedures and patient condition and is listed as such in the device directions for use. Therefore, an assignable cause of anticipated procedural complication will be assigned to this event.

Event description:
It was reported that 24 hours after thrombectomy for cardiogenic cerebral embolism on the left m1 distal infarction, patient experienced subarachnoid hemorrhage (sah) on image evaluation after the procedure had completed. Physician confirmed that the subject retriever used performed as intended and did not cause the reported hemorrhage. Hemorrhage was treated using antiplatelet medication and patient¿s current status is stable. Pre-procedure modified rankin scale (mrs) for patient was grade 4 and post-procedure mrs was listed as grade 4. No further information provided.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that 24 hours after thrombectomy for cardiogenic cerebral embolism on the left m1 distal infarction, patient experienced subarachnoid hemorrhage (sah) on image evaluation after the procedure had completed. Physician confirmed that the subject retriever used performed as intended and did not cause the reported hemorrhage. Hemorrhage was treated using antiplatelet medication and patient¿s current status is stable. Pre-procedure modified rankin scale (mrs) for patient was grade 4 and post-procedure mrs was listed as grade 4. No further information provided.